Manufacturer narrative:
Stryker product assessment center (pac) technician further evaluated the customer's device and determined that the device was continuously rebooting due to the software update being interrupted. The pac technician cleared certificates in the device to resolve the reported issue. Proper device operation was observed through functional and performance testing. The cause of the reported issue is the user interrupting the software update. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was locked up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was locked up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.